Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 408 mg/dl. Customer stated they blood glucose and it went down to 370 mg/dl. Customer reported that his insulin pump was stolen. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual shots. The insulin pump was returned for analysis.